Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7243868.

Event description:
It was reported that following a post op trial procedure the patient was experiencing intense pain in the left leg, despite attempts with medication. Xray came back normal, but the patient was still in pain. It was unknown if the pain was device or procedure related. The patient underwent a lead pull.